Manufacturer narrative:
The reported complaint of unable to untighten the a- and v-setscrews to remove the leads was confirmed. Analysis found that punch-outs from the septums were filling the a- and v-setscrew insets. The septum punch-outs were preventing the torque wrench from engaging the walls of the inset. The wrench was slipping around in the inset which lead to the wrench stripping the inset. This is a user related anomaly since the septum punch-outs came from user wrench insertions through the septum. Electrical testing: the battery voltage is above eri.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for change of the pulse generator. During the procedure the physician attempted to unfasten the setscrew with the torque wrench. However, the threads on both the atrial and ventricular screws were either stripped or clogged. The setscrews were cleaned and the and the leads were freed from the device header. The generator was explanted and replaced. There were no patient consequences.